Manufacturer narrative:
A ge service rep performed an onsite investigation. The image intensifier was evaluated and found to be aged and declining in functionality. The left monitor was also found to have burn in. The customer was advised of the issues. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.

Event description:
The customer reported the fluoroscopic image was lost. This issue will effectively eliminate the ability to view a real time image. No pt serious injury or death was reported related to this event.